Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received seven inappropriate shocks due to over-sensed noise. Boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the system integrity at an in-clinic follow-up appointment scheduled the next day. The patient was subsequently seen in-clinic where provocative maneuvers were unable to reproduce the artifacts noted at the time of the inappropriate therapy. Additionally, diagnostic imaging was performed and no abnormalities were observed. Due to these findings, the physician suspected the event to be related to sense node b artifacts. These details were forwarded to ts and it was confirmed that an issue with the sense b node was likely the root cause of the inappropriate therapy. The physician elected to reprogram the s-ICD to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD remains implanted and in-service.